Event description:
The facility reported an infusion pump with a failure code 16:310. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary:the reported condition of failure code 16:310 was not confirmed, not could be duplicated by the baxter repair technician, during on-site service testing. The device was tested by the repair technician and returned to service. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.